Event description:
It was reported to nmt on(B)(6) 2024 by the sales rep that a patient was burned by a grounding pad. Patient was prescribed burn medication. Sales rep stated the site prep was done but the pad was placed on the calf in a vertical orientation. Burn was said to be 1st degree. The surgery was completed successfully.

Manufacturer narrative:
A manufacturing review was completed using all associated records for production of lot 073082. This did not highlight any issues with the lot or raw material used. Furthermore, there have been no confirmed complaints against this lot or the raw material lot. In the complaint report it was stated that the pad was positioned in a vertical orientation on the calf. This is contrary to the IFU instructions which requires the long edge of the pad to face the surgical site, and additionally states that the thigh is the preferred location on the leg. Application of the product in this way can affect the current distribution across the pad and therefore is more likely to result in increased temperature at the skin surface. The cause is therefore assigned as use error